Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was seen in clinic for a driveline infection. They experienced pain, redness, and drainage at the driveline exit site. A blood culture was negative and a wound culture was positive. The patient was given ciprofloxacin. On (B)(6) 2022 the patient was admitted for worsening driveline infection. The patient was to received IV antibiotics and computed tomography (CT) imaging. The CT scan of the abdomen showed skin thickening and inflammatory changes along the driveline consistent with infection. No fluid collection or gas was noted. CT scan of the chest did not reveal any discrete fluid collection in the chest. On (B)(6) 2022 the patient underwent a surgical debridement and an incision and drainage.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on (B)(6) 2022 the patient had a peripherally inserted central catheter (PICC) line placed. On (B)(6) 2022 they were discharged on IV antibiotics until (B)(6) 2022 to complete six weeks of therapy.